Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was cracked. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector of the external pulse generator (epg) was cracked. It was noted that there was a backlight connector issue on the main printed circuit board (pcb). It was also noted that the hanger assembly and the upper case were broken. It was further noted that the pcb was replaced due to two or more occurrences of error 803. It was further noted that the keypad was scratched and the main world label was damaged. Furthermore it was noted that the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.